Manufacturer narrative:
H3: visually, there was no damage in the construction of the device. There was a white colored residue on the outside diameter of the distal end of the device between the cuff balloon and blue band. Functionally, a syringe was used to inject 20cc of air into the cuff and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. The cuff and pilot balloons were manipulated and no leaks were observed and the pilot balloon inflated and deflated as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the tube was pre-inflated before the surgery , it was found that the cuff was difficult to inflate and deflate, and it could not be used. The problem was solved after replacing it with the new tube. There was no patient involvement.